Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a white powdery substance on all the tubing. The user did not use the pack in the case. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.